Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
The customer's pump is unresponsive and it's screen will not illuminate even while plugged into a power outlet. There was no impact to the customer's blood glucose level.